Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.